Event description:
It was reported that the insulin pump alarmed button error. Troubleshooting was done. Customer's blood glucose was 36 mg/dl. Customer stated that he already treated the low blood glucose and does not know the blood glucose at the time of the event. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed displacement test and self test.